Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report received from the USA stating the device was frozen. The device was used during surgery. No pt injury. The event date is unk. There was no add'l info provided.